Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13995n-1 broke during a rotator cuff procedure. While passing through the rotator cuff the surgeon realized the needle was broken. The tip of the needle was in the sub acromial space of the shoulder.